Event description:
It was reported that a month ago, the patient suddenly was no longer able to hear with his device. Testing in situ carried out on (B)(6) 2012, shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.